Manufacturer narrative:
Should have related manufacturing reference number for the pacemaker and pacemaker included in the event description.

Event description:
Related manufacturing reference number: 2017865-2021-37107. It was reported that a patient presented with greater than double rise in baseline pacing impedance on the right ventricular (rv) lead and pacemaker. No changes were reported. The patient was stable.

Event description:
It was reported that a patient presented with greater than double rise in baseline pacing impedance on the right ventricular (rv) lead. No changes were reported. The patient was stable.